Event description:
It was reported by dealer that the (B)(4) concentrator does not alarm, but shuts off.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Manufacturer narrative:
(B)(4) - the device in question was returned and evaluated for failure confirmation as of (B)(4) 2015. The subsequent evaluation confirmed the complaint with respect to reported issue that the unit did not alarm. The underlying cause of this issue was determined to be a defective/broken power switch.

Event description:
It was reported by dealer that the (B)(4) concentrator does not alarm, but shuts off.